Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
(B)(4). Initial notes: cust sts he was hospitalized due to dka inquired what led up to the complaint. Customer response: cust sts he was receiving no delivery alarms high bg t/s per (B)(4). Patient's bg at time of incident: 269 mg/dl. Patient's current bg: 127 mg/dl. Customer reports the following symptoms related to their high bgs: no syptoms. Customer reports they feel okay to t/s. Customer reports they have a back-up plan available. Inquired if, and how, customer treated for high bgs. Found: ER. Customer reports they have contacted their hcp regarding the high bgs. Explained the 2 high bg rule. Customer was in ER as a result of high bgs. Hospitalization details: nature of treatment. Findings: ER. Time and date of hospitalization: (B)(6) 2017 cust sts around 10am. Bg value when admitted to hospital: 269. Name of hospital: (B)(6). Name of patient/individual reporting: (B)(6). Description of complaint: high bg. Any significant events leading to hospitalization: pump alarming no delivery. Cause of hospitalization per hcp: dka. Document the outcome of the hospitalization: stabalized bg . Was customer wearing the pump at time of hospitalization? Yes. Recent high bg event began: (B)(6) 2017. Info was last changed: (B)(6) 2017. Cust is not wearing the pump currently customer is not calling back to perform an hp test. Adv leaks in the tubing and/or air bubbles can limit the amount of insulin received during a bolus. Customer declined to check for the presence of leaks or air bubbles in the tubing/reservoir. Cust discarded have original infusion set adv that site related issues, such as bent cannulas tend to be contributing factors in hbgs. Adv high bgs may occur if the insulin is expired or cloudy. Customer declined to check for possible site/insulin issues. Cust sts he does not believe his site is the issue adv inaccurate pump settings may result in hbgs. Item - 'advise if any recent changes have been made to programming, or they have concerns that settings may be inaccurate we can review them' reason not completed - cust is not aware of what his settings should be. Customer declined to check their settings. Cust sts he was trained incorrectly on how to program his pump cust is not sure if his programing is correct cust does not know what his rates should be cust sts his hcp has never seen his programmed rates cust sts he has never spoken to his hcp about what his rates should be customer's outcome pertaining to the complaint: avd cust to contact hcp to confirm if rates are correct additional notes: ran displacement test: test passed ran self check: test passed ship: nothing / return: nothing.

Manufacturer narrative:
The device powered up properly after battery installation. The device was received with operating currents within specification. The insulin pump passed self-test, rewind test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The device passed delivery accuracy test. No cosmetic damage was noted.